Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - above rated burst pressure (deployment pressure reported to be 18 atmospheres) the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with nstemi and a 3.0x38 mm xience sierra stent and a 3.5x38 mm xience sierra stent were placed in the saphenous vein graft (svg) to posterior descending coronary artery (pda). There was under dilated resistant disease noted in the 3.0x38 mm xience sierra stent; therefore, high pressure dilatation was performed with a 3.5 mm non-compliant balloon dilatation catheter (bdc), and a perforation was noted. Balloon tamponade was attempted and then three graftmaster covered stents were implanted. Three graftmaster devices were required as there was persistent leak of the perforation. No issues with deployment of the graftmaster devices were noted. The perforation was ultimately sealed by the use of the third graftmaster device and post dilatation. There was marked improvement; however, there was a mild persistent contrast blush. Stat echocardiography showed a small effusion on the right ventricle. Periodardiocentisis was performed. The patient is stable. No additional information was provided.